Manufacturer narrative:
Product ID 3093-28, lot# v674600, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that a lead fractured when a patient got in a car accident and the implantable neurostimulator (ins) was replaced recently because of this. It was later reported that the fractured lead was also replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was in a previous auto accident in 2011 and his bladder stimulator broke at that time. There were no symptoms or further complications reported or anticipated.